Event description:
It was reported while using bd vacutainer® sst¿ ii advance, an unspecified number of tubes contained large fibrin deposits. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 06-mar-2025. Investigation summary: bd received 200 samples for investigation. The samples were evaluated by visual examination and no gel issue relating to fibrin was found. Additionally, 100 retention samples from bd inventory were evaluated and no issues were observed relating to fibrin as all samples met specifications. Complaints for sample quality for the month of february 2025 were not under statistical control therefore factors that may contribute to fibrin were evaluated through a clinical study with 6 returned samples to verify the design of the device met it¿s intended use. There were no difficulties encountered during blood collection and all tubes exhibited proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure mode (fibrin) via clinical investigation because the defects were not evident in the testing of the complaint lot samples. All visual observations of both retention and control samples demonstrated clinically acceptable performance. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of fibrin. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported while using bd vacutainer® sst¿ ii advance, an unspecified number of tubes contained large fibrin deposits. No adverse impact was reported regarding the patient or user.